Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a red rash on their back that looks like a circle red and peeling. The patient reported a history of skin sensitivities. The patient¿s physician prescribed benadryl for the rash. Follow up indicated that the rash improved.